Event description:
It was reported the customer was having high blood glucose. The customer stated her blood glucose was 26 mmol/l and then 33 mmol/l the previous day. The customer's current blood glucose was 10 mmol/l. The customer stated she had ketones and was not feeling well as a result of her high blood glucose. The customer also reported treating her blood glucose with manual injections. Customer also reported receiving no delivery and motor error alarms. The customer could not recall any significant events leading to the alarms. She also stated she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit had blank display and constant tone alarm due to moisture damage on electronics. Unable to verify a21 alarm due to blank display. Pump received with scratched display window, cracked display window corner, cracked reservoir tube lip, scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).